Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) the surgeon's right hand was disabled. System logs indicated multiple errors from the master tool manipulator right (mtmr), and it was noted that the user had disabled the arm. The tse explained that the fault would persist until the affected surgeon side console was replaced. The user replaced the faulty console with another one from another system, and continued with the procedure to continue. No known impact or patient consequence was reported. A procedure delay was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto a patient fixture test platform (pftp) system where all test passed within specification. Once testing was completed the mtm was inspected but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the calibration is consistent with the reported event and is the root cause of the reported event.